Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned without a guidewire still stuck inside. An attempt was made to load a guidewire into the catheter, but it was not possible. Dissection revealed that the guidewire lumen was damaged at the location of the distal inner hypotube, likely causing the guidewire to become stuck. This is possibly the result of the guidewire lumen delaminating from the distal inner hypotube. Because a guidewire could not be inserted into the catheter functional tests of the catheter's array deployment was not possible. Based on all the available information the observed stuck guidewire was likely due to device design due to the location of the break and the potential mechanical stresses the component would have been under.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave was selected for use. During procedure at the first vein, it was difficult to pull the wire back into the tip of the catheter. The catheter was replaced, and the procedure was completed without patient complications. The catheter has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. During procedure at the first vein, it was difficult to pull the wire back into the tip of the catheter. The catheter was replaced, and the procedure was completed without patient complications. The catheter is in route back to the manufacturer.